Manufacturer narrative:
The complaint investigation for false elevated result for one patient when tested with the architect total b-hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review. Return testing was not completed as returns were not available. Complaint activity review showed normal activity for lot 19564ui00. Trending review determined no trends for the product related to the issue. Device history record review did not identify any non-conformances or deviations with the likely cause lot. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide and suggested that the performance of the lot is acceptable. Labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no systemic issue or deficiency was identified for the architect total b-hcg reagent lot 19564ui00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total beta-hcg result for a female patient diagnosed with galactorrhea. The following data was provided: on (B)(6) 2020 = initial architect = 31.5 miu/ml (>/= 25.00 miu/ml = positive); repeat = 31 miu/ml (positive). Roche platform = negative there was no impact to patient management reported.